Event description:
The customer contacted stryker to report that their device would not power on. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker further evaluated the customer¿s device at the product analyses center (pac) and verified the reported issue. The technician noted that the device would self test when a battery is installed but would not power on after that. The technician tested all major components of unit against a known good pac evaluation unit. It was observed that all components operating as normal in evaluation unit but would still fail when installed in this unit. The technician also transferred unit boards into evaluation unit and again observed them operating as normal. A definitive root cause cannot be ascertained after further evaluation and troubleshooting. The device was archived by stryker. The customer has been provided with replacement device.

Event description:
The customer contacted stryker to report that their device would not power on. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.